Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to a non-specific product performance issue.

Manufacturer narrative:
3/15/2018 - we received a device evaluation. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed approx. 16 cm distal to the is-1 connector pin the ligature marks. In addition abrasion marks along the lead body were observed. In particular, between 49 cm and 49,5 cm distal to the is-1 connector pin the inspection revealed a damaged insulation, which most likely led to the clinical observation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces in the implanted state such as interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, deformations of the inner coil close to the is-1 connector pin were found which were caused most likely by overrotation of the inner coil during the retraction of the fixation helix. In addition, cuts in the insulation were observed which occurred most likely during the extraction procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.